Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined.

Event description:
There was an allegation of a questionable elecsys troponin t gen 5 result from the cobas 6000 e601 module. The initial result was 9 ng/l. A new sample was drawn from the patient and the result was 150 ng/l. The original sample was repeated on a different cobas 6000 e601 module and the result was 147 ng/l.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.